Manufacturer narrative:
The product was not returned for analysis. Evaluation of attached photo was provided by global device medical safety - gdms: reviewed and evaluated attached photo: based on the image taken it is difficult to confirm reported event. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Evaluation of provided photo was provided by global device medical safety - gdms: reviewed and evaluated attached photo: based on the image taken it is difficult to confirm the reported event. The product investigation could not identify a root cause for the reported complaint. The clinical impact of the described photo observations cannot be determined from a picture assessment. Action taken: investigation has been completed based on current information. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the lens is opacified. The patient is stating that his vision is impaired. Additional information has been requested.